Event description:
The medwatch states: cord attached to pencil had defect. Device usage problem: device malfunctioned - that is, the device did not do what it was supposed to do. On follow-up with hospital they declined to return pencil but sent pictures of cord and there appeared to be bare wire visible.

Manufacturer narrative:
(B)(4). The product sample was requested but not returned to covidien for analysis but a photo was supplied confirming cord damage. The customer's photo shows a charred area in the blue insulation and bare copper wire is visible. It can not be determined where this type of damage occurred and the photo does not show enough detail to establish a root cause. Manufacturing performs a 100% visual inspection of the product during the manufacturing process in addition to a statistical sample being verified. This includes inspecting for cord damage. It is unlikely this device left the covidien facility in this condition.